Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to noise oversensing. Data analysis was requested and boston scientific technical services rewatched the episode on latitude. Technical services indicated that there appeared to be noise on the secondary vector, leading to inappropriate shock. The origin of the noise can be determined without doubt from the s-ECG of the episode and was most likely cause due a muscle/movement artifact. No additional adverse patient effects were reported. This device and electrode remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.